Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Patient experienced a hypo [hypoglycaemia]. Novopen6 not working correctly [device failure]. Administering incorrect doses as novopen6 not working correctly [incorrect dose administered by device]. Case description: this serious spontaneous case from the united kingdom was reported by a diabetes nurse specialist as "patient experienced a hypo (hypoglycemia)" with an unspecified onset date, "novopen6 not working correctly(device failure)" with an unspecified onset date, "administering incorrect doses as novopen6 not working correctly(incorrect dose administered by device)" with an unspecified onset date, and concerned a (age not reported) female patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", patient's weight, height and body mass index (bmi) were not reported. Dosage regimens: novopen 6: not reported. Medical history was not provided. On an unknown date, patient experienced a hypo requiring a paramedic call out as a result due to novopen6 was not working correctly and administering incorrect doses. Batch number of novopen 6 was requested and unobtainable. Action taken to novopen 6 was reported as product discontinued. The outcome for the event "patient experienced a hypo (hypoglycemia)" was unknown. The outcome for the event "novopen6 not working correctly(device failure)" was unknown. The outcome for the event "administering incorrect doses as novopen6 not working correctly(incorrect dose administered by device)" was unknown. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.

Event description:
Case description: investigational result: novopen 6 blue - batch unknown no investigation was possible, because neither sample nor batch number was available. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Since last submission the case have been updated with the following: -additional reference number updated final manufacturer's comment: 13-nov-2024: the suspected device novopen 6 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 6. H3 continued: evaluation summary novopen 6 blue - batch unknown no investigation was possible, because neither sample nor batch number was available.